Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 10/18/2019, however the correct date is 11/02/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and a partial flap was created in the right eye (od) with central island off visual axis. Attempted to lift the flap but it partially tore. No treatment was performed in the od and patient will return in 2-3 weeks for photorefractive keratectomy (prk). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was dissatisfied. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.00 x .00 x 90, left eye pre-op 20/20 -3.25 x .00 x 90.